Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that a patient presented with lead fracture noted on the patient's left ventricular lead. No intervention or adverse patient consequences were reported.